Event description:
The customer states that one patient sample generated a false positive architect stat troponin-I assay result of 0.045 ng/ml. The customer uses a cut-off value of 0.032 ng/ml. The following day the same sample tested at 0.036 ng/ml. The customer then tested the sample on another architect i2000sr analyzer in the lab and generated a negative result of 0.017 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.